Event description:
It was reported that an unknown underwent an unknown ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. There were reports of charring on two characters. No patient consequences were reported. The char/coagulum/thrombus/clot was located between electrodes. No error messages or did the physician/user see any product problem. There were no issues related to temperature and flow on the catheter, but without any explainable reason, an impedance rise was noticed, several times after ai already was over 400.temp cut off 50 degrees. Act was maintained throughout the case at act<300. Generator information was smartablate, g4c-3154. Pump information was pump g4cp-3185. Charring occurred on two catheters. It happened in same patient. The patient had an extremely high blood count, (hb 190 g/l). So probably may be the reason for charring issue! Patient did not exhibit any neurological symptoms since the procedure was completed. Physician considered that the char /coagulum/thrombus/clot was moderate, charring does not occur often so difficult question. Physician considered the amount of char/ coagulum/ thrombus/clot observed caused a potential risk to this patient because there is a risk of stroke, but no adverse event occurred. Correct catheter settings was selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. The duration of ablation used was not greater than 60 seconds or greater than 120 seconds. There were no ablations that used forced above 40 g for any extended periods of time. Irrigation rate was not used outside of those prescribed. Normal saline was used as the irrigation fluid. Settings for the carto visitag module used was respiration setting , stability range3, stability time3, force over time3, & tag size 2 mm. Color options used prospectively was tag index. The impedance rose when ai got over 400, so the physician could ablate to ai 400 and finish the or. Thrombus/clot is MDR-reportable. Biosense webster manufacturer's reference number (B)(4). Has 2 reports since the issue occurred on 2 catheters.

Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-dec-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown underwent an unknown ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. There were reports of charring on two characters. No patient consequences were reported. The char/coagulum/thrombus/clot was located between electrodes. No error messages or did the physician/user see any product problem. Device evaluation details: visual analysis revealed no damage; however, reddish material was found in the tip area. The temperature and impedance test was performed and the device was found working correctly. A cool flow pump and pressure gage test was performed, and the device was irrigating correctly. No issues were observed. The thrombus/ clot issue reported by the customer could be related to the reddish material found before the decontamination process; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: if the radiofrequency (rf) generator does not display temperature, verify that the appropriate cable is plugged into the rf generator; flush the catheter with heparinized saline prior to insertion into the body. A manufacturing record evaluation was performed for the finished device 30882076m number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).